Manufacturer narrative:
Eval result: brake cam.

Event description:
It was reported by service report that the stretcher brakes will not stay locked. No pt involvement or adverse consequences are reported.